Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that insulin pump was damaged as fell on the ice onto the insulin pump and screen got crack. Customer stated that can not read what was in the right corner of the screen and cannot read battery indicator. Customer's blood glucose was unknown at time of incident. Customer advised to discontinue use of the pump and revert to a back-up plan. Insulin pump will be return for analysis.

Manufacturer narrative:
The pump had a bleeding lcd glass.